Event description:
As reported by the sales rep per the user facility: reports clinician was discontinuing the vad from a pt. Upon pulling the hub of the catheter out of the pt, the hub broke off of the catheter leaving the catheter portion of the device in the pt. Clinician was able to pull the plastic catheter out of the pt without surgical intervention. Add'l info provided by the facility indicated the pt suffered no adverse sequela associated with the reported incident. The catheter was removed without incident.

Manufacturer narrative:
The actual catheter in the incident was returned for eval. The sample consisted of the catheter detached from the hub. The internal stainless steel funnel used to lock the catheter into the hub could clearly be seen and was intact. No portion of the catheter remained inside the hub. Although no inventory remained of the reported lot, 25 unused samples from current inventory were subjected to a pull test of the catheter to hub joint until failure using a tensile force tester. All samples exceeded the minimum joint separation design specification and passed the pull test. The sample and all available info has been provided to the actual another country's MFR.